Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.5/77 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Pt info.:unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim# (B)(4).